Manufacturer narrative:
Patient-specific information, a5. Ethnicity and a6. Race, is unknown at the time of this MDR writing. Investigation: the device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the respiratory failure/ cardiac arrest/ fever/ renal failure, the cause(s) was not determined due to insufficient clinical details. Regarding the bleeding event, the cause was not determined as well since product was not returned and insufficient clinical details provided.

Event description:
The complainant reported a patient was planned for replacement of the mitral valve with an onyx mechanical valve, and to come off of bypass with impella 5.5. Post-procedure, after leaving the operating room, the patient went into respiratory failure and cardiac arrest. The patient was emergency brought back into the operating room and was re-opened. No cardiac issues were noted. The patient was started on high doses of diuretics. The chest was closed and patient was transferred to intensive care unit to recover. Two days later the patient's temperature was trending up; possible infection treatment pending results was noted. The patient continued on support. A couple of days later the chest tube output had increased and levophed dose was increasing as well. The patient was planned back for another trip to the operating room for reopening to find the source. That next day, the patient went into pulseless electrical activity arrest and therefore was taken to the operating room for exploration and washout. No major source was found. The patient continued on support. On day 6, a transthoracic echocardiography was completed and showed severed right ventricular dysfunction, the patient was anuric and dialysis was started. Two days thereafter, the patient was losing blood around the chest tubes requiring blood products and presser support. Eventually, the patient was successfully weaned from support and brought to the operating room for explant of the impella device which was completed without incident with a survived outcome. The patient was noted to be in stable condition following the explant.